Event description:
It was reported that this implantable cardioverter defibrillator (ICD) broke a pacemaker mediated tachycardia (pmt) episode while health care professional (hcp) performing intrinsic amplitude. Technical services (ts) assessed and stated that there was no pmt stored for 10 months ago. Ts stated that this could be a sinus tachycardia. At this time, this ICD remains in service. No adverse patient effects were reported.